Manufacturer narrative:
Isi has received the device involved with this complaint and completed the device evaluation. Failure analysis investigation was able to reproduce the customer reported failure mode. Failure analysis installed this unit into a test system and it failed to turn on with the psc. It was determined that the issue was due to the failure of diodes on the board. This complaint is being reported due to a da vinci system malfunction rendering the da vinci system unavailable for use after the start of a surgical procedure. Although no patient harm occurred, if this malfunction were to recur it could cause or contribute to an adverse event.

Event description:
It was reported that during a da vinci assisted prostatectomy procedure, the patient side cart (psc) shut off. It was noted that there was no communication between the psc and the surgeon side console (ssc). The intuitive surgical, inc. (Isi) technical support engineer (tse) had the site check the cables and the power led and the battery led status were off. The tse had the site power cycle and emergency power off (epo); however, the issue persisted. The site used another power plug on the wall but once again the issue persisted. The surgeon made the decision to convert to a traditional open surgery. There was no report of patient harm, adverse outcome or injury. An isi field service engineer (fse) was dispatched to the facility and was able to reproduce the reported failure. To resolve the issue the fse replaced the ppd board. The psc power distribution (ppd) board distributes dc power to several components on the psc.